Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission noted that the implantable cardioverter defibrillator exhibited post-paced t wave oversensing. Programming changes were performed. There were no patient consequences.

Event description:
Related manufacture reference number: 2017865-2023-21978. It was reported that the patient presented remotely via merlin.net. Review of transmission noted that the implantable cardioverter defibrillator exhibited post-paced t wave oversensing and the atrial lead exhibited noise oversensing. Programming changes were performed. There were no patient consequences.